Manufacturer narrative:
Stryker evaluated the customer's device, verified the reported issue, and identified the issue to be the therapy pcb.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During the evaluation, it was found that the device will not complete the boot-up cycle during power-up. In this state, the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported during the event.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During the evaluation, it was found that the device will not complete the boot-up cycle during power-up. In this state, the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported during the event.

Manufacturer narrative:
Stryker also further observed the device required a full enclosure replacement. Due to lack of part availability, the device cannot be repaired. The device was returned to the customer unrepaired. Root cause for the reported issue is due to therapy pcb.